Event description:
The customer reported the unit failed to deliver therapy. There was no pt impact reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.